Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a nurse trained in the use of the starclose se device, attempted arteriotomy closure of a scarred common femoral artery after an interventional procedure. Reportedly, after deploying the clip, the device was difficult to remove. A dilator was inserted into the access ports unlocking the thumb advancer enabling it to be retracted proximally, counter-traction with an assertive pull was applied, which released the device from the tissue tract. When the device was removed it was noticed that the locator wings were bent. Manual compression was applied to achieve hemostasis. No adverse pt effects were reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (6). The device was received. Investigation is not completed.